Event description:
It was observed that during the device evaluation, the electrodes, probes exhibited that the laser fiber was broken upon unpackaging. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of final investigation. Updated field(s): d8, d9, h2, h3, h6, h11. B5 correction. The root cause could not be identified. Based on the results of the investigation, olympus confirmed the device had multiple breaks on the wire, in addition found the distal tip and insulation was also naturally worn; however, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the single use fiber. The issue occurred during setup/inspection for use.